Event description:
It was reported that, "dr. Was using rcu-clip inserter device and the handle broke as the surgeon approached final seating of the u-clip. Dr achieved final u-clip seating with a mallet."

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.